Event description:
Sorin group received a report that during a procedure, the clinician observed that the s5 roller pump slowed down. The occlusion of the pump was checked and the procedure resumed. The pump slowed again, stopped, and displayed a rotor error message. The pump was changed out. There was no pt injury.

Manufacturer narrative:
Pt information was not provided. Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that during a procedure, the clinician observed that the s5 roller pump slowed down. The occlusion of the pump was checked and the procedure resumed. The pump slowed again, stopped, and displayed a rotor error message. The pump was changed out. There was no pt injury. The investigation is on-going. A follow-up report will be sent when the investigation is complete.